Manufacturer narrative:
A visual analysis was performed on the returned device. The reported material deformation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, it is likely that the interaction with the introducer sheath contributed to the reported material deformation and subsequent observed stent dislodgement. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.

Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion in the renal artery. After a 8.0x19mm omnilink elite 35 balloon expandable stent (bes) was advanced into the lesion, the physician attempted to withdrawal the bes back into the 6f sheath before deploying the stent; however the stent was noted to become damaged within the sheath. Therefore another omnilink elite bes was used and the procedure was continued. There were no adverse patient effects nor clinical delay. No additional information was provided. The device was received and the return analysis revealed that the stent was slightly dislocated on the balloon. The account confirmed the correct device was retuned, and noted that the dislocation was noted when the device was removed from the anatomy post-procedure. No additional information was provided.